Manufacturer narrative:
The company representative was able to replicate the reported event. The pneumatic module was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to nonconforming pneumatic module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy surgery in an ophthalmic system vitrectomy cutter stopped cutting with no error, advisory and codes displayed, cutting would slow down and stop when pedal was used. Then staff would reset and then it would then cut for a while. The surgery was completed on the same day by restarting the system multiple times.there was no patient harm.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The pneumatic module was replaced and returned for testing on this investigation. The module was received for testing. A visual assessment of the returned sample revealed that there was a foreign object stuck within a vit connector. The connector was also damaged. Testing was performed. The surgical test in vitrectomy mode could not be performed due to connector damage that prevented the test tubing from being plugged in. The root cause of the reported event is attributed to component wear of the system. The manufacturer internal reference number is: (B)(4).